Event description:
Reported issue: a large weck hem-o-loc clip was being placed on a vessel with robot when the clip broke in half at the hinge side of the clip. The broken clip was removed from the patient and a new clip was used without further incident. Patient was not injured nor adverse impact occurring as a result.

Manufacturer narrative:
(B)(4). The customer returned one cartridge of 544240 hemolok l clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the cartridge was returned with no clips remaining. The clip applier was not returned. Per DHR the product hemolok l clips 6/cart 84/box lot# 73g2200746 was manufactured on 07/25/2022 a total of (B)(4) pieces. Lot was released on 08/12/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02425 rev 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned cartridge. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "broken/detached parts - clip - hinge" for (B)(4) was not confirmed based upon the sample received. One cartridge was returned, but no clips were remaining in the cartridge. Since no clips were returned, the reported complaint issue could not be confirmed and a probable cause could not be determined. A device history record review showed no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: a large weck hem-o-loc clip was being placed on a vessel with robot when the clip broke in half at the hinge side of the clip. The broken clip was removed from the patient and a new clip was used without further incident. Patient was not injured nor adverse impact occurring as a result.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot#: 73g2200746 investigation did not show issues related to the complaint.